Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment and are outlined in the precautionary statements in the instruction for use. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Concomitant medical products: concomitant medical products: updated information. The device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. The visual inspection under magnification of the wand shows extensive electrode wear with strong contamination/discoloration and scratch/scuff marks on the return electrode and spacer. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned wand was activated in saline solution using a known good collator ii controller. The eic device was activated in saline solution on ablate- and coag mode and creates plasma on the remaining parts of the electrodes. The suction- and the saline line were tested and performed as intended. The complaint was verified but the root cause could not be determined with certainty. Factors of the cause are: (1) reuse of the device (2) overloading and not adhering to the desired set-point (3) vacuum range for saline not in range (4)rate of ablation (5) power settings (6) prolonged use against dense or bony surfaces (7) suction rate and fluid management. The reported event could also happen when the suction-/saline lines were not properly connected or the suction pressure at the customers facility may have not supplied enough pressure in order to excavate tissue. The instruction for use contains warnings and precautionary statements regarding general use requirements to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Initial reporter name and address: corrected information.

Manufacturer narrative:
(B)(6). The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment and are outlined in the precautionary statements in the instruction for use. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a intracapsular tonsillectomy, the wires at the tip of the hand piece/wand were burnt. A backup device was available to complete the procedure with no significant delay or patient injuries.